Manufacturer narrative:
Device not returned to manufacturer the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for routine follow-up with the right ventricular lead exhibiting low bipolar impedance and frequent noise reversion episodes. The patient is not pacemaker dependent. Programming changes were made. Patient was stable and will continue to be monitored.